Manufacturer narrative:
Section h4: corrected information. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2020 it was reported the patient was elevated to status 3 on the transplant list due to device bacteremia. The device will not be returned for evaluation. No additional information was provided.